Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the insyte vialon-e 22ga x 1.0in catheter's male luer side during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage from the connection frequently occurred on lot 9155562p02. Some issues occurred from male luer side therefore customer considered the issues occurred on insyte. Sales rep confirmed chemo wasn't used for the issues."

Manufacturer narrative:
H.6. Investigation summary seven photos, three adapters, and three sets of connection tubing were received by our quality team for evaluation. From the returned pictures, it was observed that the inner luer of the adapter was dented. The samples were subjected to visual inspection and catheter leak testing. The three samples all failed both tests; therefore, the incident could be verified. From the returned samples it was observed that the inner luer of the adapter was dented. Further investigation was conducted to confirm where in the assembly process the dent could have occurred. Once found, a simulation was done. From the duplicated samples it was observed that the simulation samples matched the samples returned by the customers. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, it was found that there was a misalignment between the hub and adapter at the catheter holder station in the assembly process. A review of the manufacturing process shows the wear and tear of the stopper of the cylinder installed at the catheter holder station might have caused the chimney to be out of position. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred from the insyte vialon-e 22ga x 1.0in catheter's male luer side during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "leakage from the connection frequently occurred on lot 9155562p02. Some issues occurred from male luer side therefore customer considered the issues occurred on insyte. Sales rep confirmed chemo wasn't used for the issues."